Event description:
The customer reported that an erroneously elevated concentrated carbon dioxide (co2_c) result was obtained for a patient sample on an atellica ch 930 analyzer. The initial elevated result was not reported to the physician(s). The sample was reprocessed on an alternate atellica ch 930 analyzer and obtained a lower result. The lower result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to an erroneously elevated co2_c result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an erroneously elevated concentrated carbon dioxide (co2_c) result was obtained for a patient sample on an atellica ch 930 analyzer. Calibration and quality control (qc) were within acceptable ranges on the day of the event. Siemens established a remote connection with the customer and found that the dilution arm detected an abnormality during sample aspiration. The customer replaced and primed the dilution probe, and performed auto check, which passed. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse checked the analyzer for leaks and noticed a small droplet on the reaction cuvette washer probe 1 dispense probe and replaced the probe valve. Siemens reviewed the instrument data and noted that liquid was present in the reaction cuvette testing the washer probe 1, which confirmed there were droplets of water dripping into random reaction cuvettes as they passed under the probe. Siemens further evaluated the event and determined that the valve leaking on the reaction cuvette washer probe 1 potentially contributed to the erroneously elevated co2_c result. The instrument is performing according to specifications. No further evaluation of this device is required.